Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Customer reported via phone call that insulin pump alarmed for motor error. Customer's blood glucose was unknown. Customer stated that the insulin pump was able to complete rewind and drive cap was normal. Customer was advised to discontinue use of the pump and customer refer to back up plan. Insulin pump will be return for analysis.